Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider and distributer. On (B)(6) 2021, after the patient was hospitalized under general anesthesia, they had cleaned up the area around the pump and performed a wide range of skin debridement. It had been stable once, but necrosis of the epidermis was seen, and it was re-sutured at the outpatient department (local anesthesia) on (B)(6) 2021. On (B)(6) 2021, re-suturing was performed at the outpatient department (local anesthesia). No bacteria had appeared, but it was judged difficult to heal at the right abdominal skin with the pump insertion. It was being considered to insert a new pump into left abdomen and remove pump of right abdomen on (B)(6) 2021. A pump operability test, rotor test, and catheter x-ray were not performed. Regarding causality, the event was noted as related to the drug and surgical procedure. The infection centered around the needle insertion site and spread, and it was noted that insertion was performed with the whole case being under fluoroscopy. It was further noted that the eye line often separated from the hand during the insertion operation, and a possibility was conside red that the needle touched the place other than the sterile field during that time, and a sterile procedure was not performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider and distributer. The pump located in the right abdomen was explanted on (B)(6) 2021. A new pump had been inserted into the left abdomen. The explanted pump had been discarded by the healthcare provider because there was no storage instruction. The operation was completed without any problems. Regarding causality, the pump site infection was un-related to the drug, and unknown if related to the catheter, pump, or surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 60 mcg/day) via an implantable infusion pump for spinocerebellar degeneration (hereditary spastic paraplegia). It was reported an infection at the injection site occurred in (B)(6) of 2021. The patient was currently hospitalized with an antibacterial agent. It was indicated, "it is thought that it is up to the surface layer, but blisters are also formed, and bacteria have been detected in the culture." The attending physician's assessment indicated, "since it is an injection site, if this site is not excised and the skin is not sewn, re-fill may cause meningitis. It is thought of sewn and refill directly to the pump during surgery. Before early (B)(6) it seems that the drug has it, so it is planning surgery in (B)(6). It seems that the cause is the re-fill performed at the department of neurology in early (B)(6)." The event was considered serious. The outcome of the adverse event was "remission." The event was considered not causally related to the drug, catheter, pump, or programmer, and causally related to the surgical procedure. Further complications were not reported.